Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low speed advisories and a pump stop on (B)(6) 2020 while on battery power. The patient has been on an ungrounded cable due to a previous short to shield.

Event description:
The patient's log file from (B)(6) 2020 indicated the short to shield could have progressed to a phase to phase short. More pump stops were recorded while on batteries and the patient was admitted to the hospital and underwent a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Section b5: the patient's previous short to shield was reported in MFR. Report #2916596-2019-01961.

Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), internal wire insulation damage was discovered that would have contributed to the pump stop on batteries as captured in the submitted log file on 24aug2020 and the additional reported pump stops on batteries. The pump was returned assembled with the driveline cut approximately 12¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was returned detached from the inlet extension. Approximately 3¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned connected to the outflow graft hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood contacting surfaces also revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts, even with manipulation of the driveline. Upon removal of the outer layers, visual and microscopic examination of the wires revealed evidence of wire fatigue due to repetitive flexing and insulation abrasion by the metal braided shield. Wire insulation damage that exposed the underlying conductors was noted on all wires at multiple locations between approximately 7.0¿ and 11.5¿ from the pump body. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, which confirmed the insulation breaches in all of the wires. No other areas of compromised wire insulation were identified. The pump stops while operating on batteries would have occurred if any the exposed conductors for different phases simultaneously contacted each other or the metal braided shield, resulting in a phase-to-phase short. The pump underwent cleaning and reassembly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26may2015. No further information was provided. The manufacturer is closing the file on this event.